Manufacturer narrative:
Concomitant medical products: 4092-52 lead, implanted: (B)(6) 2007, and addrl1 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited high thresholds and no sensing. It was further noted that the ra lead was unable to capture. During the ra lead revision, a new ra lead was attempted, but was not used due to placement difficulty due to the patient's anatomy and pre-existing condition. The physician elected to plug the old, inactive, ra lead back into the device port and explanted the attempted ra lead. No patient complications have been reported as a result of this event.